Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they did something to the ins and when they were reaching up to get something off out of the second shelf, they felt some really sharp pain and burning sensation down both legs to the point they were going to pass out and saw stars in their eyes. Pt mentioned that now, they were having pain down their left leg, tingling in their foot and also in their left arm which they never had before. When asked, pt said the therapy was on and they tried all the groups a b c and increased the intensity, but they could only feel the stimulation in their left leg and not in their right leg. When asked for event date, pt said they were in pain since friday evening. Agent redirected to manufacturer representative (rep) and healthcare provider (hcp) to further address the issue.